Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot did not identify an increase in complaint activity. Trending review did not identify any related trends regarding commonalities for lot number 45309be01 and the issue. A review of ticket data did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with lot number 45309be01 and complaint issue. In-house sensitivity testing was completed with complaint lot number 45312be01 (which contains the same bulk material as lot number 45309be00. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent for lot 45309be01 was identified.

Event description:
The customer observed false nonreactive alinity I syphilis results for one sample. The following data was provided: initial result = 0.96 s/co, repeat = 0.98 s/co, colloidal gold = positive, rpr = positive, tppa = positive. No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I syphilis results for one sample. The following data was provided: initial result = 0.96 s/co, repeat = 0.98 s/co, colloidal gold = positive, rpr = positive, tppa = positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p60-74 has a similar product distributed in the us, list number 7p60-21/-31.